Manufacturer narrative:
Product analysis: analysis confirmed that the customer comment that the epg menu encoder does not increase or decrease and that the lower case was broken. The encoder assembly was out of specification electrical. The output connector was broken. The upper case was broken. The display wires were pinched, wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a lower knob that did not function properly and the case was damaged. The epg was returned for service. There was no patient involvement.